Event description:
Caller reported an alarm 2 followed by alarm 26, indicating an issue with an occlusion. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact recorded. The customer was instructed by technical support to perform several troubleshooting steps, including disconnecting the tubing and delivering boluses to try and resolve the occlusion. The bolus was eventually completed successfully, and the customer was advised to replace supplies as necessary and resume insulin therapy.